Event description:
It was reported that during a procedure the fiber broke while a kidney stone was being lasered. The settings used were 0.3/50 hertz/15 watts at 0.8 joules/10 hertz/8 watts. The procedure was completed with another fiber. There was no patient complication.

Manufacturer narrative:
Correction to field h6 evaluation conclusion codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure the fiber broke while a kidney stone was being lasered. The settings used were 0.3/50 hertz/15 watts at 0.8 joules/10 hertz/8 watts. The procedure was completed with another fiber. There was no patient complication.